Event description:
It was reported via social media comment by the patient that she had a paralyzed vocal cord. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. Although the allegations of magnet stimulation not perceived and vocal cord paralysis could not be evaluated in the product analysis, or pa, lab, proper functionality of the device to provide the appropriate programmed parameters was successfully verified in the pa lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output signal were observed and the diagnostics were as expected. The generator performed according to functional specifications. The battery measured 2.829 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = no condition.

Event description:
It was revealed that the patient's vns generator was explanted when the explanted product was received by the manufacturer. The returned product form indicated that the explant was due to an end of service - eri = yes condition. The generator is pending product analysis.